Event description:
It was reported that pump displayed malfunction alarm malf 16 with fault ID 20e6 while still under warranty, and no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, received instructions from technical support to place pump in storage mode and return it using pre-paid label within 10 days, and pump replacement was arranged after shipping address was confirmed.